Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01974.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod packing coils (podjs). During the procedure, a podj would not advance within its introducer sheath; therefore, it was removed. The physician then attempted to advance the podj on the back table; however, it would not advance within its introducer sheath. Another podj was then opened; however, it would not advance within its introducer sheath and, therefore, was removed. The procedure was completed using a ruby coil. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod packing coils (podjs). During the procedure, a podj would not advance within its introducer sheath; therefore, it was removed. The physician then attempted to advance the podj on the back table; however, it would not advance within its introducer sheath. Another podj was then opened; however, it would not advance within its introducer sheath and, therefore, was removed. A third podj was opened but was inadvertently dropped onto the floor. The podj was dropped prior to use, and therefore, it was not used in the procedure. The procedure was completed using a ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is updated based on additional information provided by a penumbra sales representative on 10/24/2019: results: the pet lock was intact on the proximal end of the pusher assembly. The stretch resistant wire (sr wire) was fractured, and the embolization coil was unraveled. The proximal constraint sphere and the pull wire were within the pusher assembly distal detachment tip (ddt). The embolization coil and the pusher assembly were returned outside of its introducer sheath. The introducer sheath was undamaged. Conclusions: evaluation of the first podj revealed that the embolization coil was unraveled and detached from the pusher assembly due to the sr wire fracture. The detached embolization coil and the pusher assembly were returned outside of its introducer sheath. The complaint reported that the device was unable to be advanced out of its introducer sheath. Based on the returned condition, the device was damaged after the event to an extent that functional testing was unable to be performed. Cause of the reported complaint was unable to be determined due to the device being severely damaged after the event occurred and before being returned to penumbra. Evaluation of the second podj revealed that the embolization coil was unraveled and detached from the pusher assembly due to the sr wire fracture. The detached embolization coil and the pusher assembly were returned outside of its introducer sheath. The complaint reported that the device was unable to be advanced out of its introducer sheath. Based on the returned condition, the device was damaged after the event to an extent that functional testing was unable to be performed. Cause of the reported complaint was unable to be determined due to the device being severely damaged after the event occurred and before being returned to penumbra. Evaluation of the third podj revealed offset coil winds on the embolization coil. The complaint indicated that the device was dropped onto the floor and not used in the procedure. There were no allegations against this device. No further investigation was performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported advancement issue through the coil''s introducer sheath. This report is associated with MFR report number: 3005168196-2019-01974.